Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited dirt on the objective lens, and the image did not appear completely on the monitor. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the failure of the image to appear completely on the monitor was due to an electrical component failure. Regarding the dirt found on the objective lens, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.